Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the initial implant the helix of the implantable pacing lead would not extend. The lead was not used during the procedure and was replaced by another lead successfully. No patient complications have been reported as a result of this event.